Event description:
It was reported on a (B)(6) social media advertisement that the patient still experienced pain, and an inability to walk after having 3 back surgeries. It is unknown if the patient had a boston scientific device. No further information has been obtained despite good faith efforts.